Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the guide tooth of the lead was extrinsically damaged. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patients right ventricular (rv) lead had dislodged and exhibited high thresholds. During the lead revision it was discovered the helix was "jammed." The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.